Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient was alleging experience nose bleeds and dry mouth. The patient was admitted to the hospital for difficulty breathing. No other clinical information was reported. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. One error was found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.

Event description:
The manufacturer received information alleging that a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to experience nose bleeds and dry mouth. The patient was admitted to the hospital for difficulty breathing. The details of the medical intervention received by the patient are currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.